Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead's sensing value was low and that the unipolar impedance was higher than the bipolar impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.